Manufacturer narrative:
(B)(4). The device was not received for evaluation as it was implanted. The reported issue could not be confirmed. The device was used for treatment. This issue has been previously investigated and as part of corrective action, a new supplier for the polyethylene bags has been selected and testing completed to ensure thermal reliability and stability of the new bags. Field action z-0845-2016 was initiated on (B)(6) 2016 to remove remaining affected units from the field. This field action contains the related part and lot number. This MDR was identified during an internal retrospective review to meet reporting requirements and therefore is being filed retrospectively.

Event description:
It was reported that during surgery, the surgeon noticed plastic adhered to the femoral component. The surgeon removed as much of the plastic as possible and implanted the device.